Event description:
It was reported the patient went to the hospital due to a slow ventricular tachycardia (vt) episode at 158 beats per minute (bpm) causing the patient chest pain. The patient received manual therapies that successfully took the patient out of the episode. The patient's lower limit on the device was set to 167 bpm so the device did not fire on its own. The device was reprogrammed to pick up a slower vt and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.